Manufacturer narrative:
(B)(4). The customer reported to have replaced the exhalation valve resolving the issue and that extended self tests were performed and all tests passed. The device has been returned back to patient use, no further assistance is required.

Event description:
It was reported that, a 980 ventilator generated a safety valve open diagnostic message. The ventilator was not connected to a patient when the malfunction occurred.